Event description:
One month after implant, elevated impedance levels were observed on the right ventricular (rv) lead. The lead was explanted and replaced. During explant, the physician had difficulty retracting the helix from the tissue. The patient's condition was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray examination found the helix slightly bent and the inner coil over-torqued at the connector region which is consistent with damage occurring at the time of explant. Based on the information received, the cause of the reported impedance issue could not be conclusively determined.